Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 44th complaint for lot # 8324761 for this type of defect or symptom.

Event description:
It was reported that prior to use the needle was discovered to be clogged with a bd needle 30x1/2 rb. This occurred on 3 occasions in one week. The following information was provided by the initial reporter, translated from chinese to english: (2 of 2 complaints) on (B)(6) 2020, the doctor in hospital found that one of the 8324761 batches of injection needles was blocked when he used it, and was informed that it was the third case of blockage found in this week. Last week, the hospital also reported 7 cases of blockage of the same batch of needles. Up to now, there have been 10 cases of needle blockage in this batch of needles in this hospital in a short period of time.